Event description:
The customer reported, the 9800 system has artifact during a case. The problem occurred with patient on the table. Customer was able to complete case. No patient injury.

Manufacturer narrative:
System was artifact in middle of image. Esd kit is inspected and functional. Removed camera and found spec of dust on i.I. Output lens. Removed dust and verified artifact was gone. Final inspection, verified proper operation of unit. System operates as intended.